Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown. Review of the x-rays appears as though all the subcomponents are properly assembled. Review of the device history records cannot be performed due to lack of sufficient information. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A definitive root cause for the hyperextension cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient requires revision surgery due to an unstable knee.